Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, call service alarm occurred the day before the call. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current date range did not cover the complaint date due to continued customer use. A call service 064, occlusion related alarm, was found in the current date range. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercises were executed without any incidences. Bolus exercises were completed and recorded correctly. The reported call service alarm was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.